Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Sick [malaise], tampon left a lot of cotton behind - vagina [foreign body in reproductive tract], tampon left a lot of cotton behind, couldn't tell when you took it out / mesh material would come off [device breakage]. Case description: consumer contacted via social media and stated that the tampon left a lot of cotton behind, she couldn't tell when she took it out. No serious injury was reported. Follow-up: consumer reported that the mesh material would come off.